Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) unit has a low vaccum error. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1-event site( state: (B)(6)). A getinge field service engineer (fse) evaluated the unit and found that safety disk was loosen and bit in hanging position, it got disconnected from its locking position. Fse resolved the issue by reconnected safety disk in its respective position. All functions of the machine and the safety performance indicators set by the factory have passed, and it has been delivered for clinical use. Fse also, recommended to replace caster wheels as its rubber layer got damaged.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.